Manufacturer narrative:
An 0x14 occlusion alarm was generated by the pod. The exact cause of the occlusion alarm could not be determined. The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when or how this damage occurred. The formed needle was observed to be in the exposed portion of the soft cannula. The linkage assembly view through the top housing was observed to not be fully retracted. After opening the pod, score marks were found on the top housing, indicating increased friction between the two components due to a misalignment. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient's blood glucose (bg) levels exceeded 15 mmol/l (270 mg/dl) while wearing the pod on the arm between 4 and 24 hours. No information was provided on how the hyperglycemia was treated.